Event description:
It was reported to medtronic neurosurgery in user facility medwatch report number (B)(4) that "on (B)(6) 2014 while using fluoroscopy for guidance, the tip of a large caliber spinal needle was placed within the thecal sac via a left l2/l3 interlaminar approach. Csf was obtained. Initially the lumbar drain was inserted through the spinal needle and extended superiorly to approximately the t10 level, but would not advance further; the catheter seemed to turn back on itself; it was at that instant that the wire to the drain was visible outside the needle. This catheter was removed. The second lumbar drain was inserted through the spinal needle and was able to be successfully traversed superiorly up the thecal sac to the mid t7 level. [The] spinal needle was removed. Patient tolerated procedure well. At the end of the procedure approximately 15cm of the initial lumbar drain was noted to be sheared off and likely located within the patient's thecal sac. [A] CT scan showed lumbar drain entering at l2-l3 and tip at l7. A fragmented lumbar drain was seen at the t10 to l3 level on the right. On (B)(6) 2014, patient had surgery to remove the intrathecal catheter fragment."

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.